Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary surgical procedure due to unexpected myopic shift by preop formulaic measurements-visual and refractive fluctuation each post-op visit. It was indicated that the patient¿s daily activities were significantly affected. There was a delay in procedure and medication was prescribed. There were sutures were used. The patient¿s status was reported as temporarily impaired. No further information is available. Vision pre-operative: 20/40; vision post-operative: 20/50.

Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between feb 15, 2022 and mar 23, 2022. Initial reporter first name: information unknown/not provided. The device has not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.